Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 130 mg/dl. The customer was assisted with troubleshooting. Customer states that the insulin pump was dropped and had cracked on screen and screen become all darken. Customer states they cannot read the display. The device will not be return for analysis.